Event description:
Prior to inserting new foley catheter the nurse went to test balloon with provided sterile saline. The balloon inflated but then would not deflate and could not be inserted. If catheter had been inserted without testing balloon then it would have likely not have been removable. A second foley kit was opened.